Manufacturer narrative:
An attempt to inflate the balloon with water revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a micro tear in the balloon, approximately 5 mm from the balloon proximal tip. Visual inspection also found that the balloon distal tip was inverted, which indicates significant tension was applied during pull back. Based on the information provided and the investigation performed, the root cause could not be conclusively determined. The review of the lhr (f1512101) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).

Event description:
The following information was reported: the balloon lost pressure. Manual compression was applied for 20 minutes. The patient was not hospitalized.